Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was giving an error# 119. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the front end pcb was suspected to be the issue and that further checking will be done by replacing the part. The fse later stated that the unit was still in not working condition and that the customer was not interested in purchasing the parts. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.